Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported frame damage was unable to be confirmed as no device or procedural imagery was provided. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. In this case, provided information indicated presence of moderate calcification and severe tortuosity of the aortic arch. The presence of calcification and tortuosity can make the pathway challenging as the delivery system crosses the aortic arch. It is likely that the frame interacted with calcification during the advancement of the delivery system through the patient anatomy and, if compounded with further device manipulation to overcome the resistance felt during advancement, could result in the reported frame deformation. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (device manipulation,) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
E1 phone number (B)(6). This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in colombia, regarding an implant of a 20mm sapien 3 valve in aortic position by transfemoral approach. During the procedure, when crossing the aortic arch, resistance was generated. During an attempt to advance the system with that resistance, a fracture of the 20mm commander delivery system was observed. It was decided to remove all devices. After the withdrawal of devices, the valve presented structural damage, and the delivery system balloon was fractured and perforated. A new kit was prepared and used in replacement. The patient did not suffer any injury and was noted as to be in stable condition. As per medical opinion, the root cause of the event was the severe tortuosity of the vessel and the anatomical resistance due to previous surgeries in the patient, which made the adequate navigation of the system difficult.